Event description:
It was reported the patient's lead was no longer delivering stimulation. During the procedure to replace the lead, all of the contacts for the lead were invalid. The lead was replaced. No further complications were reported.

Manufacturer narrative:
Evaluation: results: complaint was confirmed. As returned, the lead had a kink and electrocautery marks on the outer tubing. Continuity testing revealed that 1 of 8 contacts failed. The single open electrode #5 could not be visually confirmed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.